Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer requested to have the device serviced for the fco software, calibrations, and repair. No specific allegations were made. The philips authorized field service engineer (fse) observed an operational check failure due to the failed co2 calibration. There was no indication of patient involvement at the time the event was observed.